Manufacturer narrative:
Good faith effort attempts were made to obtain additional information regarding the repair outcome and the current operational status of the device; however, no further information was able to be obtained. No further action is required at this time. Should additional relevant information become available, the complaint file may be reopened for further evaluation.

Manufacturer narrative:
E: (B)(6) hospital (B)(6). (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint regarding a v60 ventilator that exhibited intermittent ac power interruption during use on a patient. The device reportedly switched to battery power when the ac power loss occurred. There was no reported patient harm or adverse clinical impact, as the ventilator was promptly exchanged with another unit. The device was determined not to meet specifications and was removed from service. The biomedical engineer indicated that the issue was intermittent and could not be reproduced during evaluation. The power cord was verified to be functioning properly. Based on the reported condition, potential causes within the ac power circuit were discussed, and replacement part numbers for the ac inlet, power management printed circuit board assembly (pcba), and power supply were provided to the customer for further corrective action. Resolution and disposition are pending - investigation ongoing.